Event description:
It was reported that during setup prior to a surgical procedure at the user facility that fluid was found in the tubing of the device within the sterile packaging. The procedure was completed successfully using another discmonitor. No significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Additional information from device evaluation.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility that fluid was found in the tubing of the device within the sterile packaging. The procedure was completed successfully using another disc monitor. No significant delay, no medical intervention and no adverse consequences were reported with this event.